Event description:
It was reported that the patient had a good decrease in symptoms initially, but had increasing symptoms again over time. The system was replaced. There was no injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis results of neurostimulator model 3058, serial # (B)(4), showed no anomalies. Analysis of lead model 3889-28, lot # v9300351, showed no significant anomalies. It was observed that the conductors were stretched and cut. No short circuits were noted and the continuity was acceptable with good, stable output observed.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v350508 implanted: 2009-(B)(6) explanted: 2012-(B)(6); programmer model 3037 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.